Event description:
It was reported that almost at the end of the procedure using the device on the mesentery, the device was difficult or impossible to open, and it got stuck on tissue, necessitating the jaws to be forced open. The jaws were cleaned if they got dirty. These issues resulted in an extended surgical time of 10 minutes. The knife blade was extended but did not protrude beyond the edge of the jaws. The device was plugged into a generator, and another device was used successfully with this generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal plate on jaw b was damage. Functional testing found that the damage to the seal plate(s) is consistent with the user inadvertently closing jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The product analysis found the device's jaw opening and closing mechanism was functioning properly. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. It was reported that the jaws was difficult to open and stopped working. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged seal plate that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that almost at the end of the procedure using the ligasure vessel sealing device on the mesentery, the device was difficult or impossible to open, and it got stuck on tissue, necessitating the jaws to be forced open. The jaws were cleaned if they got dirty. These issues resulted in an extended surgical time of 10 minutes. The knife blade was extended but did not protrude beyond the edge of the jaws. The device was plugged into a generator, and another ligasure device was used successfully with this generator. No patient complications have been reported as a result of this event.